Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer said that the sensor would only work 3 to 4 days and had been inserted the sensor above the abdomen on the side below the breast area. Customer was advised that area although had some fat on it was a bit thin because of the ribs and it could also cause some problems. Customer had problems with the sensors, five sensor from the box was failed. The insulin pump was not returned for analysis.